Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. Ventricular lead noise episodes leading to an inhibition of therapy alert was noted. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.